Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the device was "vibrating". Patient said vibrations occurred "off and on" for approximately 5-6 minutes. Patient said it was "almost emitting an audible sound it was vibrating so much". Follow-up with the physician's office indicated that the clinic was not aware of any issues with the device, and that they understood the device does not vibrate. The device remains in use. No patient complications have been reported as a result of this event.